Manufacturer narrative:
H3: the returned device was subjected to a series of standard tests that include but is not limited to visual inspection, alarm output, motor function, and dispense testing. Destructive analysis identified wear on the motor o-ring for gear number three. No impact to pump performance as a result of this finding was observed; the pump passed all testing and no other anomalies were identified. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving morphine (30 mg/ml at 6.278 mg/day) via an implantable pump for an unknown indication for use. It was reported there was a suspicion of pump over infusion. For several years during the filling process, the doctor had noticed that each time 1 ml was missing in relation to the theoretical volume expected. On (B)(6) 2021, the patient went to the hospital for severe drowsiness problems. They said that the problem had worsened since the last filling on (B)(6) 2020 (B)(6). When the doctor emptied the pump, they noticed that after 16 days it was already 0.8 ml short of the theoretical expected volume. It was decided to replace the pump on (B)(6) 2021. At the time of replacement, the difference in volume was 1.5 ml. The issue was considered resolved and the patient status was alive - no injury. The pump would be returned. There were no reported contributing factors. Further complications were not reported.